Event description:
It was reported that multiple cartridges were leaking from the septum. There was no adverse impact to the customer's blood glucose level. Reported, the customer reverted to an alternate method of insulin therapy.